Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they were experiencing severe pain in the lower left jaw area. This pain led to the cracking and shifting of a crown with a post placed in their bone/root canal.contraindicated.